Event description:
It was reported that this patient was admitted to the hospital with dizziness, bradycardia, and second degree heart block (hb). A temporary pacemaker was used. In the postoperative recovery area, there were abnormal electrical signals noted on both the atrial and ventricular channels of the permanent pacemaker. Pacing inhibition and recurrent bradycardia were observed. Subsequently, the old device was replaced, but the leads remain in service. No additional adverse patient effects were reported.